Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the objective lens peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope. [Inspection of the endoscope] 3 inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope was compromised. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to peeled adhesives found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the image had roughness due to damage on the charged coupled device (ccd) unit. Evaluation also found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.